Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 856 mg/dl. Cause of bg level was not known. Customer administered a bolus via the pump and a manual injection to address the issue and went to the emergency room with high ketones. Customer was subsequently admitted to the intensive care unit and treated with intravenous fluids; nature of fluids was not known. Customer was discharged 2 days later with the issue resolved and no permanent damage. Customer declined further troubleshooting with tandem technical support and reverted to an alternate method of insulin therapy.